Event description:
It was reported to gore that during a sleeve gastrectomy on (B)(6) 2015, using gore seamguard®bioabsorbale staple line reinforcement, the devices did not stop the blood flow and leakage occurred at the reinforced staple line. There were 6 staple lines, of which 5 were reinforced with seamguard. On (B)(6) 2015 the patient underwent re-operation due to blood loss at the staple line.

Manufacturer narrative:
Review of manufacturing records verified the lot met pre release specifications.